Event description:
A trilogy evo o2 international ventilator was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. The trilogy evo o2 international device was evaluated by the field service engineer (fse), who documented that the equipment has a fault in one of the internal valves and pipes, causing it to leak. It needs to be replaced in order to function properly. Test documents reveal that the device failed a system leak verification test step. The fse recommended replacing the device's 3-way solenoid valves to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.